Event description:
It was reported the implantable neurostimulator (ins) was out of use after three years. It was thought that the ins reached end of life too soon and it was not normal. Premature battery depletion was noted. The patient¿s gastroparesis symptoms came back after (B)(6) 2013 and reprogramming was also noted. The ins was later replaced. No further information was provided. A follow up report will be sent if additional information is received.

Event description:
Additional information provided a detailed history of the patient's settings. The patient had a period of time where the device was on/off for 4 months and then on always. The settings were 5 ma, 14 hz, and cycling was set at 0.1s/5s. In (B)(6) 2010, the current increased to 7.5 ma and then to 10 ma. In (B)(6) 2011, the device was at 12 ma and 6.9v. The frequency ranged from 35-55 hz and cycling set at 0.1s/0.4s. These settings remained similar to (B)(6) 2011. In (B)(6) 2012, the patient had good control on their stomach. The effectiveness of the device ended in (B)(6) 2013 as the patient experienced a "come back of the trouble stomach disease as before." It was thought that therapy was effective following the replacement because the manufacturer representative was "not mentioned anything about it."

Manufacturer narrative:
(B)(4).